Manufacturer narrative:
Batch review performed on 09 january 2024. Lot 2100585: (B)(4) items manufactured and released on 07-june-2021. Expiration date: 2026-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery for stem loosening at about 9 months post-primary. Stem and head successfully revised.